Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple sensor discrepancy readings. Insulin delivery was suspended three times. The customer¿s sensor glucose reading from the reported event was 55 mg/dl while their blood glucose reading was 133 mg/dl. Troubleshooting was performed. The customer stated that their sensor glucose reading had been low for about 5 times. When they took out the sensor, the cannula was bent a little. The sensor will not be returned for analysis.